Event description:
It was reported that in 2009, patient (pt) arrived at the hospital for a rescue percutaneous transluminal coronary angioplasty (ptca). While in the cath lab the intra-aortic balloon (iab) was prepped & the md inserted sheath into femoral artery. Iab was inserted without complications. Two days later, at 18:00 hours the pump (iap-0500) alarmed helium loss. At 20:00 hours iab was removed from pt. Pt was "at the end and successfully discharged from the hospital later that week." Per hospital, pt was successfully treated. Blood was found in the iap-0500 & is scheduled for replacement parts. Additional information received ten days later, stated upon an inspection of the iab, staff reported "a broken tip of the iab." Iab was "thrown in the garbage" after it was examined. When pump alarmed "the rn ignored the alarms." Perfusionist in the hospital instructed cardiac care unit nurse & staff "what to do when helium loss alarm" occurs.

Manufacturer narrative:
Sample will not be returned for evaluation.